Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the end user told her in reverse the chair slows down and stops.